Manufacturer narrative:
Upon receipt at of the inflatable penile prosthesis (ipp) cylinders and reservoir at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination identified a hole in the proximal end of cylinder 1 due to a sharp instrument. There was a fluid leak from the hole. Cylinder 2 passed functional testing and was found to not have any leaks. The pump passed visual inspection, functional testing, and was found to not have any leaks. The reservoir passed visual inspection, functional testing, and was found to not have any leaks. Based on the information available and analysis results, the hole and fluid leak from cylinder 1 likely led to the reported device inflation issues.

Event description:
It was reported that after the inflatable penile prosthesis (ipp) device was implanted, the patient was not able to fully inflate the device in order to achieve an erection. The physician tried to adjust the device outside the patient but was unable to inflate the device. After surgical exploration and still being unable to inflate the device, the physician explanted the ipp device nine days after it was originally implanted.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that after the inflatable penile prosthesis (ipp) device was implanted, the patient was not able to fully inflate the device in order to achieve an erection. The physician tried to adjust the device outside the patient but was unable to inflate the device. After surgical exploration and still being unable to inflate the device, the physician explanted the ipp device nine days after it was originally implanted.